Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018¿ device evaluation: the pump has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons were responsive to user input. The keypad cover was removed to find no contamination to the button contacts, or defects. The pump cover was removed to find no evidence of internal moisture. The keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.